Event description:
The patient is booked for knee revision surgery on (B)(6) 2012, due to infection. The patient has been admitted to hospital. There are no x-rays available.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. It has not been confirmed the patient has been revised to date. Original date of implantation was not provided to customer quality. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.